Manufacturer narrative:
The nurse reported that the display screen on the bedside monitor (bsm) was intermittently going white. Tapping on the side of the unit temporarily resolved the issue, however it was occurring more frequently. They sent the unit in for repair and it is currently awaiting evaluation. The unit was not in use on a patient at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the display screen on the bedside monitor (bsm) was intermittently going white.

Manufacturer narrative:
Corrected data: device evaluated by manufacturer, additional manufacturer narrative.additional information: type of report: follow up, type of report: follow up, if follow-up, what type?: additional information/correction. Event problem and evaluation codes. The nurse reported that the display screen on the bedside monitor (bsm) was intermittently going white. Tapping on the side of the unit temporarily resolved the issue, however it was occurring more frequently. They sent the unit in for repair. The unit was not in use on a patient at the time. The unit was cleaned and evaluated. The reported problem of "screen will go white" and "communication loss" could not be duplicated through testing, trouble shooting and extended operation of the device. However, it was recommended by nihon kohden that a new network card be purchased to resolve "comm loss" issue. Evaluation also revealed that the touchscreen is worn out and needs to be replaced.